Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopy-assisted distal gastrectomy, the surgeon was able to pushed the green button, and when he/she tried to fire the device the handle can not be squeezed. The patient has no injury.